Manufacturer narrative:
(B)(6). No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the 3d image acquisition loaded on the mobile view station (mvs) were half white. Surgeon continued the procedure with same images. The surgery was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight provided.